Manufacturer narrative:
Findings: pump received with blank display and constant tone alarm due to moisture damage on electronic assembly. Pump received with minor scratched display window, cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer reported that the device was exposed to pool water. Customer reported that he jumped into pool with pump. Customer stated the pump is vibrating without an alarm or alert. Customer stated the pump display went blank immediately after exposure to moisture. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.